Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance the device had no display on monitor screen. The complainant indicated that there was no pt involvement in the reported failure.